Event description:
The reverse shoulder ll replacement is performed according to the manufacturer instructions without any novelty. During the glenoid baseplate implantation, reference dwd172, serial number (B)(4), the surgeon decided which screws place after drilled and measure the glenoid. First he fixed on the posterior part of the glenoid a compression screw of 4.5 * 38mm, reference vdv138, serial number (B)(4). Then a compression screw of 4.5 * 45mm, reference vdv145, serial number (B)(4), is passed to fix the anterior part of the glenoid, but when the surgeon was screwing it, the screw broke under its head. The surgeon decided not to remove the rest of the screw since it did not affect the correct implantation of the centered glenoid sphere.

Manufacturer narrative:
On november 10th, 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. Based on the available x-rays, it is very difficult to identify the broken screw tip. Based on previous analysis, screw breakage under the head in per-operative can be related to several reasons: in case of a motorized screwdriver use which may generate an excessive torque. In screwing on a relatively dense bone in link with the screw length. N case of a bad hexagonal gripping/fitting between the screw and the screwdriver. According to the data available, the root cause could not be determined.